Event description:
It was observed that during the device evaluation, the generator exhibited error e486 error messages. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of the ¿universal¿ interface on the panel. The ¿universal¿ interface on the panel failure is an electrical/electronic component problem, but the cause of the failure could not be determined. It is likely that the ¿universal¿ interface on the panel is not good, causing error e486 reports upon triggering. The console panel shows no response when connected to the product cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.